Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this brady lead was moving around a bit in the atrium. Boston scientific technical services (ts) stated that if the lead seems unstable then it might need to consider repositioning. Field representative will then discuss with the physician. This brady lead remains in service. No additional adverse patient effects were reported.